Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided photos. Visual examination of the provided photos found signs of repeated use and the device has fractured into 2 pieces. The device was not returned for further evaluation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 11 years with an unknown number of uses. As the device was not returned for further evaluation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pls flex poly trial broke during the case. There was no harm to the patient.